Event description:
A surgeon reports, that following intraocular lens (iol) implant surgery, a pt was not satisfied with his near vision. Add'l info, including pt status, has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Prod history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. This report was mailed to the FDA on 05/11/2007. Add'l info has been requested.